Event description:
Customer reported being hospitalized due to a low blood glucose episode. Customer does not recall her blood glucose level at the time of admission. Most recent blood glucose level before the call was 232 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.